Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a thoracic procedure, when taking the lung pleure off on the first use of the ultrasonic device, the tissue pad released inside the thoracic cavity. It was necessary to prolong the surgery to extract the tissue pads from the patient's lung. The procedure was delayed by 30 minutes. Opened another device to continue the procedure. The procedure was completed successfully.